Manufacturer narrative:
Section a1 patient information: patient identifier of multiple is (B)(6). No patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated alinity c magnesium results. Sid (B)(6) initial 3.49 repeat 0.86 mmol/l. Sid (B)(6) initial 1.07 repeat 3.90, 1.08 mmol/l. Sid (B)(6) initial 2.84 repeat 0.82 mmol/l. Sid (B)(6) initial 3.90 repeat 0.79 mmol/l. Sid (B)(6) initial 3.90 repeat 1.03 mmol/l. No impact to patient management was reported.

Event description:
The customer observed false elevated alinity c magnesium results. Sid (B)(6) initial 3.49 repeat 0.86 mmol/l. Sid (B)(6) initial 1.07 repeat 3.90, 1.08 mmol/l. Sid (B)(6) initial 2.84 repeat 0.82 mmol/l. Sid (B)(6) initial 3.90 repeat 0.79 mmol/l. Sid (B)(6) initial 3.90 repeat 1.03 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation of lot 73009ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium reagent lot 73009ud00 was identified.